Manufacturer narrative:
The device was received by depuy synthes power tools. The investigation is still in process. Once the investigation has been completed or if additional info is received, a supplemental report will be sent. Ref: #(B)(4).

Event description:
Report received from the USA stating that the device had frozen. The device was being used during surgery, but there was no pt injury reported. It is unk if any user injury or medical intervention occurred. There was no additional info provided.